Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, skiving occurred. The transseptal needle with stylet and introducer were used for transseptal puncture for an atrial fibrillation ablation. Upon aspiration of the sheath, a small amount of plastic was noted by the physician. The procedure was successful with no consequences to the patient.